Manufacturer narrative:
The customer connected another ventilator (servo-I) and it works. A philips remote service engineer (rse) connected to the @ip ec40 (172.21.201.123) and the servo-u driver was present. The rse recommended the customer to carry out cross-testing with another ec5 and another servo-u to refine the diagnosis. Philips was unable to confirm the final disposition of the device, because no further feedback was received from the customer; multiple efforts made were unsuccessful. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that there were no more alarms from a respirator on the central station. The led of the ec40 housing flashes green. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: 02 reporting institution phone #: (B)(6). Reporter phone #: (B)(6).